Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. The investigation is ongoing.

Event description:
It was reported that a patient received discrepant results when testing with a coaguchek xs meter (serial number unknown). A sample from the patient was tested using the meter, resulting in a value of 5.2 inr. The test strip lot number and expiration date used for this measurement were requested, but not provided. At an unknown time on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.3 inr. (B)(6) 2022. A sample from the patient was tested using the meter, resulting in a value of 4.2 inr. Test strip lot number 54974521 was used for this measurement. The test strip expiration date was requested, but not provided. At the same time as the meter measurement, a sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 3.0 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is monthly.

Manufacturer narrative:
The evaluation method code has been updated.

Manufacturer narrative:
No product was returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "according to the comparison to a lab method, the following has to be taken into consideration: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."